Event description:
It was reported that the healthcare provider (hcp) was requesting compatibly guidelines for cardioversion. The hcp was a cardiologist and wanted to know about doing an external cardioversion on a patient with a deep brain stimulation (dbs) system. The hcp wanted to get this information because he was in discussion with an anesthesiologist who did a search on the internet and there was one report of injury to a dbs patient and cardioversion. The hcp had no more details about this event found on the internet.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).